Event description:
The recipient is reportedly experiencing electrode migration. The recipient presented with no response to stimulation and no sound on several electrodes. Imaging was completed during the initial surgery which showed a full insertion of the device: however, imaging was repeated and revealed the device had back out of the cochlea. The recipient's device was repositioned on (B)(6) 2026.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated on (B)(6) 2026. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.